Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed, and no root cause established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient alleges they experienced an infection of the eye while using the device. The patient temporarily discontinued lens use and was prescribed an unspecified antibiotic. Upon resuming lens use, the patient feels the alleged infection was either unresolved, or they have developed a new infection. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.